Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the clip dropped out without formation. It is unknown how the procedure was completed. There were no adverse consequences for the patient.